Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The patient fell on the implantable neurostimulator (ins) this past weekend and since then they had a random shocking sensation. The patient stated the ins location felt bruised. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.